Event description:
G2x or eclipse ivc filter found to be multiply fractured, in 7 pieces, with fragments extravascular, retained locally, and embolized to heart and left lung. Tip embedded. Removed filter and intravascular fragments with forceps. Fragments remain in right atrial wall and around the infrarenal ivc. FDA safety report ID# (B)(4).